Event description:
Medtronic received information that the patient was in ventricular standstill. A permanent pacemaker was implanted. Post insertion a new onset of left bundle branch block was noted. No adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).